Event description:
It was reported the concentrator is not working properly. Attempts to obtain additional information were unsuccessful. No patient consequences were reported as a result of this event.

Manufacturer narrative:
.